Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the emergency room after receiving therapy. Externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. The lead was explanted .

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 11.4-14.0cm and 11.7-13.9cm from the helix. Internal insulation abrasion was found at 15.7-16.5cm from the helix. External insulation abrasion was found at 16.7- 16.9cm from the helix, consistent with friction to another device. The etfe coating was intact at these locations.